Event description:
Additional information received from the consumer reported she received a new insr antenna, had spoke with multiple people, and "they didn't understand anything." The consumer had to go into the doctor's office to meet with the manufacturer representative and he "redone everything and everything was fine." If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported a blank implantable neurostimulator recharger (insr) screen. It was clarified that the insr screen was not blank however when the patient attempted to start an implantable neurostimulator (ins) charging session, they saw the message to charge their insr. The patient had the insr plugged into the power source and saw the insr charging screen however the insr did not appear to be charging up. The insr would not take a charge. There was a light on the desktop charger and the connector pins were not loose or broken. The patient reported a loss of stimulation so they suspect that their ins battery charge level was depleted. It was reported to have been a sudden change in therapy/symptoms. The patient received new parts and was still getting a "plug in" icon on the recharger. It was reported that the patient was not able to charge their ins. An antenna locator was attempted with no success. The patient tried to reset the replacement recharger with no success. Relevant medical history includes spinal pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.